Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited high thresholds, loss of capture, and high impedance. The physician thinks there may be a lead pin/device header connection issue. The ra lead was programmed "off" and the implantable cardioverter defibrillator (ICD) was reprogrammed to a single chamber mode. The device and ra lead currently remain implanted and the physician will address the lead issue at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.